Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software. System operates as intended.

Event description:
The customer reported the system displayed a corrupted file error message and locked up. No pt injury was reported.